Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The cause is due to use error. Per the complaint information the cause of the se 2240 is due to the patient having a clamp open on an unused supply line. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The clamps on the unused lines were open. The technical service representative (tsr) had the home patient (hp) cycle power to the hc machine. The tsr had the hp cycle power again and cleared the alarm. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient (hp) stated that the issue was resolved and that the hp had left the unused line unclamped. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident, she will tell her nurse about the alarm at today's appointment. The hp stated that she is doing fine and continuing therapy without issues. She started over that night using new supplies. No allegations were made against any of the hp's dialysis products. No further information was provided.